Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Intermittent chiller fault. Replaced chiller. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse disconnected the plug from the pendant in an arctic sun device, the nurse received an electric shock and immediately removed their hand away from the plug. The electrician removed the plug and confirmed that there was no fault with the pendant. They believed that this shock was caused when the nurse tried to remove the plug and due to the size and shape of the plug (the thin casing) touched the pins. The plug was cut off by the electrician and disposed off and therefore could not be tested. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had intermittent chiller fault.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Intermittent chiller fault. Replaced chiller. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse disconnected the plug from the pendant in an arctic sun device, the nurse received an electric shock and immediately removed their hand away from the plug. The electrician removed the plug and confirmed that there was no fault with the pendant. They believed that this shock was caused when the nurse tried to remove the plug and due to the size and shape of the plug (the thin casing) touched the pins. The plug was cut off by the electrician and disposed off and therefore could not be tested. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had intermittent chiller fault.